Manufacturer narrative:
It was reported that the ventilator had a leakage. Identification of issue has been done by analyzing problem description and service report. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, it has been clarified that the pressure bag burst over the machine and liquid spilled on the unit and get through the ventilator on standby mode. The liquid damaged following parts: inspiratory pipe, o2 gas module, air gas module, pneumatic back-plane board, cable for o2 cell and pull magnet incl. Bracket. The parts have been replaced to resolve the issue. The device was delivered to the user in working condition. The issue was decided to be reported as liquid spillage onto the ventilator may lead to liquid ingress into the ventilator and cause short circuiting which may affect the essential functions of the ventilator. There was no patient involvement. The cause of this issue has been classified as accidental damage. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).